Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ 22gax1.00in prn slm npvc four yellowish objects were found in the tubing. A patient was admitted for anorectal surgery due to a "perianal abscess" on (B)(6) 2019. After infusion of 5% glucose injection 250 ml + 0.5 g of tranexamic acid for injection at 09:00 to 10:20 on (B)(6) 2019, the indwelling needle tube was closed with heparin sodium injection + 0.9% sodium chloride injection. At about 18:20, the patient found four yellowish objects in the indwelling needle extension tube. The nurse immediately pulled out the indwelling needle and sealed it. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: after 5% glucose injection 250ml + tranexamic acid 0.5g for injection was infused from 09:00 to 10:20 on (B)(6), the e-tubing was closed with heparin sodium injection + 0.9% sodium chloride injection. At about 18:20, four yellowish objects were found in the tubing of the product.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8107466. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of the bd intima-ii¿ 22gax1.00in prn slm npvc four yellowish objects were found in the tubing. A patient was admitted for anorectal surgery due to a "perianal abscess" on (B)(6) 2019. After infusion of 5% glucose injection 250 ml + 0.5 g of tranexamic acid for injection at 09:00 to 10:20 on 2019-05-24, the indwelling needle tube was closed with heparin sodium injection + 0.9% sodium chloride injection. At about 18:20, the patient found four yellowish objects in the indwelling needle extension tube. The nurse immediately pulled out the indwelling needle and sealed it. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: after 5% glucose injection 250ml + tranexamic acid 0.5g for injection was infused from 09:00 to 10:20 on may 24, the e-tubing was closed with heparin sodium injection + 0.9% sodium chloride injection. At about 18:20, four yellowish objects were found in the tubing of the product.